Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a cold reset was performed error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system unexpected restart test, excessive no delivery test and displacement test or verify motor error alarm and battery out limit due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a motor error and blank display. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer reported that the insulin pump turned back on. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.